Manufacturer narrative:
(B)(4). G2: foreign - canada. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
It was reported that the ring on the cup was completely out of the cup when they opened it. Another implant was opened to complete the case. No patient harm or impact reported. It was confirmed that no further information could be provided.